Event description:
The customer reported the bending rubber was crushed and there were black spots on the image. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the angulation was locked. This report is being submitted for the malfunction found during device evaluation (angulation locked). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the angulation was found to be locked due to collapsed bending tube. The reported issue (crushed bending rubber) was confirmed and found to be caused by external factors. The reported issue (black spots on image) was not confirmed or duplicated. In addition, service found the forceps and the cleaning bush could not be inserted smoothly due to crushed forceps channel. The image guide bundle was broken, the adhesive on the bending section cover was chipped, and the universal cord was collapsed. Scratches were observed on the control section, the eyepiece, the control section cover, the grip, the angle lever, the up down plate, the universal cord, the protector of the universal cord on the control section side, and the light guide connector due to external factors. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.